Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recently delivered three bursts of inappropriate anti-tachycardia pacing (atp) on a supraventricular tachycardia event. During a data review, it was noted that several similar atrial-conducted arrhythmias had occurred in the past. It was stated that the physician will optimize the patient's arrhythmia medication and increase the programmed ventricular tachycardia therapy zone to prevent further inappropriate atp. At this time, the device remains implanted and in-service. No adverse patient effects were reported.